Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the tip of probe broke. The broken tip was successfully removed from the patient; and no fragment of the instrument remained inside the patient's body. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the pedicle needle tip has broken. Optical inspection of the fracture point revealed the metal has been bent and deformed. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.